Manufacturer narrative:
H10: investigation of the customer's complaint of the device coming apart is confirmed. The device in question, used in the procedure, is not available for evaluation by conmed. The device will not be returned for evaluation however photographic evidence has been provided. The image exhibits the reported claim, nevertheless a root cause cannot be established the manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare & replace it with a new vcare. The cervical/vaginal cup locking mechanism must be locked at all times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding. The IFU gives direction for removing the vcare after use including: the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) office received notification of reported issues with a vcare small (32cc) cup, 60-6085-200a, lot 202003161, being used at (B)(6) hospital. Information received was that during a procedure on (B)(6) 2020, the balloon deflated and the vcare tube used for manipulating the uterus came apart when the surgeon was removing it from patient's uterus. From pictures provided, it appears that the balloon detached, and the cervical & vaginal cups slid off the shaft. There is no indication of any lasting patient impact or injury. Additional information obtained notes the cervical cup was not sutured in place and the issue occurred after the vcare had been in place and used for 1.5-2 hours. The surgeon was finished using the v-care when the issue occurred. It is also reported the laparoscopic procedure changed to open laparotomy and v-care taken out after the conversion. The customer confirmed that the change in approach was due to difficult patient anatomy identified during the primary laparoscopy and not anything to do with status of vcare. The procedure was successfully completed with no further issues reported and all pieces of the vcare were removed. This incident will be reported on the basis of injury, as, even though the conversion to an open procedure had nothing to do with the reported vcare issue, it meets the criteria for reportable injury.